Event description:
It was reported by the patient¿s family member that the patient is deceased and died approximately seven years post implant. The family member further reported that the device battery ¿went dead¿ and that post mortem interrogation noted the device was no longer firing. Additional information obtained from the physician indicated the cause of death was unknown, there was normal device function at last device check and no additional information was available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 implantable pacing lead implanted: (B)(6) 2006; 5076-45 implantable pacing lead implanted: (B)(6) 2006. (B)(4).